Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4) . At the time of completing this report, the serial number of the device is unknown. Consequently, section d4 could not be completed. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "during the ventilation process, the ventilator made abnormal noises and triggered a fault alarm: tf50019". Additional information were requested from the customer regarding the technical fault as the tf 50019 provided is unknown and does not belong to hamilton g5. No harm to the patient was reported.